Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional FDA premarket submission: k110167.

Event description:
As reported, during use in patient, the optical fiber of this oximetry cable was exposed from the catheter tip as the patient removed the catheter by themselves at ICU. The catheter was inserted into the patient during cardiac surgery. The customer tried to check if there was any residuals in the patient's body with echo, but they were unable to identify if it was from the catheter or plaque. The patient is being monitored at ICU without another oximetry catheter being inserted. There was no allegation of patient injury.

Manufacturer narrative:
A product evaluation was completed on the returned triple lumen oximetry catheter. The reported event of optical fiber of this oximetry cable was exposed from the catheter tip was confirmed. As received into lab, both optic fibers were exposed from catheter tip. Adhesive was visible around the fiber bond site at catheter tip. Edges of exposed fibers showed smooth surface. Optical module connector was opened for further evaluation, and fibers inside optical connector were coiled and no visible inconsistency was observed inside optical module connector. No other visible damage/inconsistency was observed from the returned catheter. All thru-lumens were found to be patent and did not leak. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, a 100% of the units go through a tip inspection. During this process, the tip area is inspected for adhesive and contamination, fiber or tip deformation, alignment between distal lumen and fibers, and exposed fibers.